Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during initial drain. The caregiver (cg) stated that at the beginning of therapy the heater line disconnected and so the cg changed out the heater bag but not the rest of the supplies. The baxter technical service representative (tsr) explained that the supplies were compromised and the tsr advised the cg to end therapy and start over with new supplies. The tsr walked the cg through ending therapy procedure and they advised the cg to call the registered nurse (rn) in the next 24 hours and let her know what happened. The caregiver (cg) understood the explanation and ended therapy. They would start over with new supplies and would call the rn. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. Since then he has been completing therapy successfully except he also had a slow flow drain alarm the other day. He said it resolves itself on its own after the machine shuts down and starts up again. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the labeling adequate for the use error in this complaint.